Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device was returned together with its monitor (pulsioflex) and investigated by our technical service. Further information were requested but no information could be provided by the customer. It could not be provided whether an zeroing was performed or within which range the deviation was detected. Therefore the investigation and root cause analysis was performed, without further details provided by the customer, to the most possible extent. No cables/accessories were returned. During first inspection, the reported problem about "deviations in the pressure measurement" could not be reproduced. The transfer could be performed to the bedside monitor without any significant deviation. Further inspections revealed that the device calibration (aux ap) was not correct/ could not be performed (deviation between 2,8 mm hg and 3,3 mmhg). For this issue there was a need to exchange the td module of the picco module. A failed calibration due to a deviation about 2,8 - 3.3 mmhg would not result in misleading values, which would be potentially followed by a wrong treatment. The customer could not provide any information about the deviation range. Based on the information above, it is not known if the calibration problem impacted the value transmission to the bedside monitor in a way, which might have led to a deviation between picco module and bedside monitor. But it is very unlikely that the calibration problem would result in misleading values. It is not known which deviation was detected by the customer. Additionally it cannot be excluded that factors like wrong zeroing could have contributed to the event. No additional deficiencies could be detected during testing of the device. A DHR review of the related product did not reveal any non conformities or deviation from specification relevant to the reported issue. Concluding the results above, no product problem could be found. There is no evidence of a systematic production or design problem as there is no trend. The complaint rate is very low (<1%) for more than 150,000 applications per year. No further complaints were received for the concerned device within the last 5 years. It is not known if a handling error during use or storage could have contributed to the calibration issue. Additionally the IFU indicates following: "when the picco module for the pulsioflex is also connected to a bedside monitor, perform a zero adjustment of the pulsioflex before zeroing the bedside monitor." This evaluation indicates that the device did not fail to meet its specification. Upon the event occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. No trend has been identified, the trend rate is below <1 %. The issue will be further monitored on the market in order to identify trends.

Manufacturer narrative:
A DHR review did not reveal any non-conformities or deviation from specification relevant to the reported issue. According to the current state of investigation, it cannot be confirmed that the picco module led to this occurrence. A supplemental emdr will be sent when the investigation is completed.

Event description:
It was reported that the blood pressure values between the picco module (transmitted to the bedside monitor) and the bedside monitor deviated. No harm or clinical consequences occurred to the patient. (B)(4).